Event description:
The customer reported that spo2 limits went below normal for 30 seconds, but no alarm was heard.

Manufacturer narrative:
The customer reported that spo2 limits went below normal for 30 seconds, but not alarm was heard. The limited available information is not sufficient to support that there was a health risk. In abundant caution, we will report this as a malfunction. Additional investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B)(4).